Manufacturer narrative:
Explant date: 2011. Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 13547865, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients lead had migrated and was confirmed via x-ray. The patient underwent an explant procedure. No further information could be obtained.